Event description:
It was reported that the customer had an alarm on the insulin pump. It was explained to the customer that she could adjust the cal repeat to resolve the issue. Customer stated that on (B)(6) 2014, she was in a car accident and the police officer told her that she had a diabetic attack. However, when the paramedics arrived and checked her blood glucose level it was only 208 mg/dl. Customer reported that the doctor took her insulin pump and said the blood glucose level was trending upward. Customer also stated that there was no damage to the insulin pump. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.